Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6), 2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 250 mg/dl points. There were no reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Parent reported inaccurate cgm values. The complaint states that "inaccurate cgm values" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.